Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer also stated that insulin pump alarmed pump error. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer declined troubleshoot for high blood glucose level. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Software low level failures alarm found in the pump history file due to software error.